Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Surgeon could not attach tracker to triathlon alignment handle. Multiple attempts to place tracker on post and it did not succeed. Surgeon compared to tracker posts and noticed the handle post was larger than the others.

Manufacturer narrative:
The event type associated with this device was further reviewed by a health care professional on 10/20/2017. The clinicians' assessment of the event confirmed that, "inability to use the tracker would result in conversion to non-navigated surgery. Since outcomes are similar for navigated and non-navigated surgery; there is no harm to the patient¿ therefore this event is being deemed not reportable.

Event description:
Surgeon could not attach tracker to triathlon alignment handle. Multiple attempts to place tracker on post and it did not succeed. Surgeon compared to tracker posts and noticed the handle post was larger than the others.

Manufacturer narrative:
An event regarding functionality issues involving a triathlon navigation alignment handle was reported. The event was confirmed. Device evaluation and results: inspection of the returned device showed signs of use. The device showed scratches on the pin. The interface pin of subject device was dimensionally inspected with micrometers. The pin diameter was measured to be .197 inches. The pin was found to be oversized. The returned device was mated with a navigation tracker from finished goods and the devices will not attach together. A functional inspection was performed with a triathlon handle from finished goods and the navigation tracker and both mated successfully. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found 1 other similar event for the lot. The investigation concluded that the event was related to the supplier nonconformance. Ncr was issued 07-feb-2013 for previously identified supplier nonconformance related to the navigation interface pin not mating with the navigation tracker as the pin was manufactured to be oversized.

Event description:
Surgeon could not attach tracker to triathlon alignment handle. Multiple attempts to place tracker on post and it did not succeed. Surgeon compared to tracker posts and noticed the handle post was larger than the others.